Event description:
Customer reported that the insulin pump has a crack and it does not have battery because the battery is loose. Customer stated that the device has a big crack and a piece seems to be missing inside the battery compartment. Blood glucose value is 147 mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Cracked reservoir tube lip, broken battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump had failed battery test alarms due to corroded battery tube and battery cap. Unable to test currents due to failed battery test alarms.